Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The devices were used within the instructions for use, and the completion angiogram showed no complications. On (B)(6) 2011, the pt underwent treatment for acute renal failure. The trunk had migrated proximally, covering the renal arteries. Placement of a stent restored patency of the right renal artery. The medical records do not describe what may have caused the device migration, although the physician indicated that he may have placed the trunk too close to the renal arteries initially.